Event description:
It was reported that the lead exhibited noise, oversensing and undersensing. The patient experienced muscle stimulation. It was noted that the patient had been in an accident in which his right collarbone was broken.

Manufacturer narrative:
Final analysis found the distal insulation to be damaged at 23.5 cm from the connector pin due to clavicular crush. The distal coil was exposed at the same location.